Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not cut during a procedure. The product was replaced and procedure completed with no patient harm reported. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The returned sample was visually inspected and found non-conforming with a bent needle. The sample was then functionally tested for actuation, aspiration and cut and was found conforming for all functional tests. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. The complaint evaluation does not confirm the probe had a cut issue. The probe performance testing met specification. Therefore, the exact root cause of the customer complaint cannot be determined from this evaluation. The evaluation indicated that the probe needle was bent. How and when the probe needle became bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The probe was received without its protective cap. No action was taken as the probe was manufactured to specifications and was functionally conforming during evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).